Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2010 and coloplast ¿ aris-transobturator sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy due to stress urinary incontinence, prolapse, pelvic pain, cystocele, and rectocele. Following insertion the patient experienced pain, erosion, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent removal and replacement of original mesh on (B)(6) 2010 due to mesh erosion, pain and recurrent urinary incontinence. It was reported that patient underwent partial mesh removal on (B)(6) 2015 due to mesh erosion, pain, irritation and recurrent urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent a cystoscopy & unk sling was implanted on (B)(6) 2015, due to sui. No additional information was provided.